Event description:
It was reported that on (B)(6) 2014 it was discovered radiologically that the patient had a proximal rib anchor failure of a veptr ii device. The rib anchor plowed through the superior ribs it was originally anchored to. The patient was revised on (B)(6) 2014. The patient was originally implanted on (B)(6) 2012. After that and before the (B)(6) 2014 revision the patient had two construct lengthenings. The rib anchor that failed was explanted on (B)(6) 2014. The product was removed easily without additional medical intervention. The construct was intact when they went back in. The surgeon had placed an unknown amount of dual opening universal spine system pedicle screws in the thoracolumbar spine as a distal anchor and connected the rod from veptr device into those screws (with the veptr connected to the ribs above). Everything construct wise, stayed together. The pedicle screws stayed in place. Just the rib anchor at the top plowed through the ribs but all instrumentation stayed intact solidly. The procedure was completed successfully and it was noted the patient tolerated the procedure well. This report is for an unknown veptr-ii rib anchor. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for an unknown veptr-ii rib anchor/unknown lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.